Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer. Reportedly, the customer contacted the healthcare provider to obtain alternate method of insulin therapy.